Event description:
Pharmacy tech used a bd 3ml syringe and blunt needle to access a medication vial and noted that the needle caused a small piece of the stopper to core. The small piece of stopper was then in the fluid and could be aspirated and administered to a pt. The tech noted the coring and did not use the medication. We have had this problem more than once. We submitted one example to the bd company. Their response was that the needle was not inserted properly into the vial stopper. We do not agree with this analysis. Due to the risk of injecting a small core of stopper material into a pt, we are discontinuing the use of these blunt end needles for accessing vials.